Manufacturer narrative:
Impacted customers will be notified via customer advisory notification of the issue.

Event description:
A defect on the master-side collimator may introduce a tilt in the collimator housings. As a result, the tilt may cause a potential change to the central axis of the radiation beam. There has been no serious injury reported to date as a result of this issue.